Event description:
It was reported patient experienced high impedance and a fractured lead. As such, surgical intervention took place where the lead was replaced and ipg was electively upgraded and thereby restoring effective therapy.

Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.